Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, the shaft of a 2.75 x 48 mm xience xpedition stent delivery system broke in two pieces while advancing. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following additional information was received: the procedure was to treat a moderately tortuous and mildly calcified lesion. The 2.75x48mm xience xpedition stent delivery system (sds) failed to cross the lesion due to anatomy, at which time the shaft separated. Resistance was felt when removing the sds, but the device was the removed from the patient without issues. The procedure was successfully completed with an unspecified stent. No additional information was provided.